Event description:
It was reported to philips that the system failed to power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that system cannot turn on. Upon troubleshooting, it was identified that the pdu fantray dcps board was malfunctioned. The fse replaced the pdu fantray dcps board and returned to philips for further analysis. The analysis shows the housing failure of the pdu fantray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.